Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("lower pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a female patient (para 2) who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), pain in extremity ("foot pain") and toothache ("dental pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, alopecia, amnesia, fatigue, pain in extremity and toothache outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, amnesia, fatigue, pain in extremity, pelvic pain, pregnancy with contraceptive device and toothache to be related to essure. Diagnostic results: hsg test. Further company follow-up with the lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device location of device: uterus"), device breakage ("device breakage"), pelvic pain ("lower pelvic pain/ pain") and pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)") in a 38-year-old female patient (para 3) who had essure (batch no. B26272) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3. Concurrent conditions included hypothyroidism. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes on breast and neck area"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and inflammation ("inflammation"). In september 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, 3 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced amnesia ("memory loss"), pain in extremity ("foot pain"), toothache ("dental pain") and groin pain ("groin area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, pregnancy with contraceptive device, alopecia, amnesia, fatigue, pain in extremity, toothache, vaginal haemorrhage, menorrhagia, rash, migraine, headache, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the inflammation and groin pain was resolving. The pregnancy outcome was not reported. The reporter considered alopecia, amnesia, device breakage, dysmenorrhoea, fatigue, groin pain, headache, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, toothache, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion hsg test . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device location of device: uterus"), device breakage ("device breakage"), pelvic pain ("lower pelvic pain/ pain") and pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)") in a 38-year-old female patient (para 3) who had essure (batch no. B26272) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3. Concurrent conditions included hypothyroidism. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes on breast and neck area"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and inflammation ("inflammation"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, 3 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced amnesia ("memory loss"), pain in extremity ("foot pain"), toothache ("dental pain") and groin pain ("groin area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, pregnancy with contraceptive device, alopecia, amnesia, fatigue, pain in extremity, toothache, vaginal haemorrhage, menorrhagia, rash, migraine, headache, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the inflammation and groin pain was resolving. The pregnancy outcome was not reported. The reporter considered alopecia, amnesia, device breakage, dysmenorrhoea, fatigue, groin pain, headache, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, toothache, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion hsg test. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter's information and lot number were added. Events added: abnormal bleeding (vaginal, menorrhagia), rashes on breast and neck area, migraines, headaches, device breakage, dysmenorrhea (cramping), vaginal discharge, perforation (uterus), weight gain, inflammation, groin pain. Outcome of groin pain and inflammation was updated from unknown to recovering/ resolving. Concomitant disease, lab data and concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.